Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery now alert and they kept putting new batteries in and it still would not accept them and had not used the insulin pump in 5 months. Customer stated that the insulin pump had no delivery alert and insulin pump was not taking batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.